Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure of the complex chronic totally occluded (cto) left main, the balance middleweight universal ii (bmwuii) guide wire was placed in the right coronary artery (rca) for treatment and remained in position for several hours. During the attempt to remove the guide wire, a wire fracture/separation occurred. The distal part of the wire remained in the distal rca. Using snare technique the wire fragment was retrieved after approximately 2 hours. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.